Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15977. It was reported that the patient presented via remote transmission, battery performance alert (bpa) was noted. The patient then presented to an emergency room. Upon interrogation, noise was noted on the right atrial lead. Some oversensing was observed on the right atrial lead during testing with isometrics. All other lead measurements were within normal limits. The right atrial lead was capped on (B)(6) 2019 and a new lead was implanted and the implantable cardioverter defibrillator was explanted and replaced due to battery performance alert (bpa). No patient consequences were reported.

Manufacturer narrative:
Additional information: the device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: (the awareness date should have been 20 jan 2020 rather than 21 jan 2020 in 2938836-2019-15976 follow-up number 1).